Event description:
It was reported that sharps container 1.4 qt home lid would not open. The following information was provided by the initial reporter: it was reported by the consumer, the lid of the sharps container will not come off.   Verbatim: consumer reported that the lid on his sharps container will not come off. He said he is not sure if he closed it or if it was already closed when he purchased it.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 0349001.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps container 1.4 qt home lid would not open. The following information was provided by the initial reporter: it was reported by the consumer, the lid of the sharps container will not come off.   Verbatim: consumer reported that the lid on his sharps container will not come off. He said he is not sure if he closed it or if it was already closed when he purchased it.